Event description:
It was reported that (2) devices were used during an unknown procedure, it was reported by the affiliate that the atb35 stapler locked the trigger with second firing (tr35w). Another device was used to complete the case. There was no consequence to the patient.